Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was explanted due to aortic regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The healthcare provider has indicated separation of the noncoronary cusp, suggesting that there was structural valve deterioration deterioration(svd) of the bioprosthetic valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for analysis. There is insufficient information to conclusively determine the root cause of this event. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately seven (7) years, was explanted due to aortic regurgitation. It was identified, through review of source documentation provided, that there was separation of the noncoronary cusp. The device was replaced with another edwards bioprosthetic valve. There were no reported complications.